Event description:
During a percutaneous nephrolithotomy, it was noted that there were flecks from the ultrasound lithotripsy probe in the tissue of the kidney on the monitor. The probe was isolated along with the packaging. The vendor was to be notified to verify if this is an expected occurrence.